Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely low glucose (glu) result was obtained on a dimension vista 500 instrument. Siemens reviewed the instrument data and determined that there were no process errors when the sample was initially processed. The customer indicated that this issue was not observed on quality controls (qcs) or other patient samples. The customer informed siemens that they were centrifuging patient samples using "stat spin" and siemens advised the customer that this is not recommended by the sample tube's manufacturer. As per siemens instructions, the customer: ran a precision study on glucose and the precision of the results recovered within specifications; ran mix and overmix service method tests (smt) on reagent 1 (r1), reagent 2 (r2) and sample 1 (s1), resulting acceptably; replaced and aligned aliquot probe. A customer service engineer (cse) was dispatched to the customer's site. The cse ran smt, fluidics tests on s1, r1, and r2, and ran cuvette washer leak test, and qcs, recovering acceptably. The issue was resolved after the sample probe replacement. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.